Manufacturer narrative:
This investigation will be updated when further information is provided.

Event description:
Boston scientific received clinical study information that the patient with this device passed away. While no cause of death nor any specific device performance issues were identified. Clinical information was unable to rule out product involvement and reported the case as possibly related. A post mortem interrogation is pending; no return of product is expected.